Manufacturer narrative:
All better bladder products are visually inspected and tested during manufacturing. Lots 180307 and 190603 were manufactured by contract manufacturer, dg medical, on 3/27/2018 and 6/13/2019, respectively. All units were successfully tested and there were no nonconformities or deviations noted during manufacturing. Testing of the returned units found that the units were fully functional, although cti does acknowledge minor crinkling, which is considered a cosmetic defect. Cti intends to implement corrective actions to minimize crinkling during the manufacturing process and update the IFU to denote that crinkling does not adversely affect the operation of the unit.

Event description:
The end user reported that two better-bladders had balloons with crinkling and were not usable. They tried to "reinflate" them unsuccessfully. The crinkles are minor and hard to pick up in a photo (do not show well). They became more evident when we put them on 2 different patients and had to remove them emergently. Those were thrown away. Found in our stock 4 bb14 and 2 bbb38.